Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor source of water. On same day as the event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (further details not reported) for the peritonitis. Three days prior to receipt of this report, antibiotic therapy was stopped and the patient recovered from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available as the reporter has declined to provide any further information.